Manufacturer narrative:
(B)(4). Ees risk manager spoke with sales rep who indicated he was advised there were a total of five firings of endocutters in the case. The first firing was on the renal artery with the long45 and it reportedly "didn't feel right" and there was a small amount of bleeding. The device was reloaded and fired for a second time and when it was released there was profuse bleeding. At the time of this firing, it was reported that the staples were unformed. The rep was advised they then opened a second device (he believes it was an atw35) for an additional three firings where they attempted to control the bleeding. Dr. Contacted me ees risk manager and was happy to speak with me. He indicated the patient had a large tumor in the kidney and he confirmed that the patient wasn't a good surgical candidate. He said the procedure was proceeding well until the firing with the unformed staples. He described the staples in an "open box" fashion. He said he typically clamps the device and releases his hand to ensure the device stays clamped and then fires the device. The patient was converted to open in an attempt to control the bleeding, however, he did not survive. He was not an obese patient. The analysis results found that the long45a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4). Two additional devices were returned: the analysis results found that the long45a device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that the long45a device (c) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. A request has been made to speak directly with the surgeon regarding the event in question, pending availability of the surgeon.